Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed and attributed to stress related issues. However, based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying an error when powered on. The issue was found during maintenance. There was no patient involvement.